Manufacturer narrative:
The cord was not returned to olympus for evaluation. Olympus followed up with the user facility regarding the reported event and was informed that the cord has been in service since the end of (B)(6) 2014. The exact cause of the reported event cannot be determined at this time. In a effort mitigate this type of cord damage the IFU was updated february 20, 2018 and warns users" this product has a restricted service life. Do not use the cable for a period of more than one year. Using the cable beyond one year may be hazardous. Do not pull on the cord when unplugging it. Only pull on the plug. Pulling on the cord could cause damage that may be hazardous."

Event description:
Olympus was informed that during a cystoscopy and bladder biopsy with fulguration procedure, the doctor pressed the coagulation foot pedal and heard a loud popping noise, the active cord burnt in half and then burst into flames. The bugbee electrode was removed from the patient. It was reported that prior to the fire the grounding pad and active cord were not registering on the generator after being inserted. The grounding pad was replaced and after a short delay the generator recognized both accessories. The generator settings were cut1/coag 70. The fire was extinguished in the immediate area. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the active to be in two pieces. The broken portion of the cable unit was inspected under a microscope and found charred marks on its insulation and internal wirings causing the electrode connector side to be completely broke off. The active cable ¿s generator connection appeared to be twisted, and bumpy. However, no missing component were observed.